Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the maryland bipolar forceps is not moving properly when analyzed instrument is not functioning properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: event date was confirmed to be (B)(6) 2025. Instrument was not able to be moved. There were no other motion issues detected. No damage was noted during or prior the procedure.